Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 17 years 6 months post implant of this 25mm aortic bioprosthetic valve it was replaced valve-in-valve with a 23mm transcatheter aortic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that 11 years and 2 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve. The reason for replacement was not reported. If information is provided in the future, a supplemental report will be issued.